Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to access the es server, and all stations were in critical override. The user was receiving an error, and there was no network issues identified on their end. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer had changed the carefusion admin and carefusion service passwords. A technical support specialist (tss) applied knowledge article, med es: changing password for cfnservice and cfnadmin accounts to update the credentials. Tss then updated the service logins on the application, report, and test servers, configured the carefusion service application pools, and updated the report composer settings. Windows patches were installed and all servers were rebooted as instructed in the knowledge article. After rebooting, tss validated the servers, confirmed the downtime query had no issues, and verified successful logins to pes and health sight viewer (hsv). The system functioned as intended after the technical support specialist troubleshot the device.